Event description:
The reason for this explant is unknown. The valve was replaced with a tspv valve.

Manufacturer narrative:
Results of investigation: the valve was not returned to st. Jude medical heart valve division for analysis. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation are inconclusive due to the fact the valve was not returned for analysis, and st. Jude medical heart valve division has not received add'l info which may have aided in this eval. The cause of the valve being explanted four years postoperatively due to paravalvular leak remains unknown.